Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. One day prior to the event of peritonitis, the patient was hospitalized for an unknown indication. The cause of the peritonitis event was unknown. Treatment included injections of meropem (1.5 gram, frequency, route of administration not reported) and heparin (1 ml of 5000 unit, frequency and route of administration not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.